Manufacturer narrative:
No product was received for investigation, should any new information or investigation is received regarding thrombocytopenia, renal failure, or vascular damage - peripheral vessel a supplemental report will be submitted. B5 updated with additional information received from the clinical site h6 revised to reflect the additional failure mode received from the clinical site. G1 reporting contact email revised on manufacturer device report 1220648-2024-22582 in accordance with updated procedures. G2 report source; study was missing from manufacturer device report 1220648-2024-22582.

Event description:
Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured systemic organ failure with a "definite" relationship to the impella device used: ¿(B)(6) 2024 intermittent complete heart block and a-flutter vs accelerated junctional; lle fasciotomy, removal of cp and placement of impella 5.5 (B)(6) 2024 lfts continue to elevate (ast 783, alt 157, tbili 7.4); (system organ failure) (B)(6) 2024 hgb 6.4, plt 45, pfh 120, ldh 2233 (hemolysis) (B)(6) 2024 de-escalation call for cshock late afternoon, however arterial cannula not pre-closed, plan for tomorrow however hypotensive through the night and now requiring 3 pressors, lactic acid 1.4 >2.2>2.9 (B)(6) 2024 patient likely positive for ttp d/t adamsts13 level and thrombocytopenia, plan to start daily plex for goal plt >150; cr slowly increasing, now 2.4 ((B)(6) 2024 cr 0.8...renal failure aki), gib (B)(6) 2024 ECMO turn down yesterday to ECMO flows ~ 3 lpm. Impella increased to p6, gib, albumin, blood products pretty much daily, levo gtt, vaso gtt (B)(6) 2024 ECMO removed and femoral artery repair (not listed) completed (B)(6) 2024: extubated on 9/1. Epi weaned off on (B)(6) 2024. Vascular surgery met with patient and family regarding possible left aka (B)(6) 2024: left leg aka completed by vascular surgery, impella @ p8 ~ 4.8 l (B)(6) 2024: impella turned down to p5 ~ 3.5l flow, remains under oht eval. (B)(6) 2024: impella wean to p2 with echo and hemodynamics completed. Cshock called for de-escalation, decision to remove impella 5.5. (B)(6) 2024: impella 5.5 removal tomorrow, colonoscopy on friday¿. The patient recovered with sequelae.

Manufacturer narrative:
The investigation of hemolysis, thrombocytopenia, renal failure, vascular damage - peripheral vessel, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Data log reviewed: no motor current (mc) spike observed outside of p-level changes. Intermittent suction alarms and positioning alarms throughout support. No details on pump positioning or other troubleshooting in clinical. Hemolysis: the cause of the hemolysis issue cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided. Thrombocytopenia: the cause of thrombocytopenia issue cannot be determined due to insufficient clinical details. Renal failure: the cause of renal failure issue cannot be determined due to lack of clinical information. Vascular damage - peripheral vessel: the cause of vascular damage - peripheral vessel issue cannot be determined due to lack of clinical information. Vf/vt/af/at: the root cause of the heart block / atrial flutter / accelerated junctional rhythm was unable to be determined due to insufficient clinical details. B5 updated with additional information received from the clinical site h6 updated to include additional failure modes.

Event description:
Additional information received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured atrial flutter and accelerated junctional rhythm with a "probable" relationship to the impella device used: ¿(B)(6) 2024 complete heart block and atrial flutter vs accelerated junctional, the patient recovered with no sequelae.

Event description:
The complaint team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a definite relationship to the impella device used: (B)(6) 2024 hgb 6.4, plt 45, pfh 120, ldh 2233. It was reported that the patient/event has not recovered/not resolved. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. The cause of the hemolysis issue cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿